Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Clinical representative reported via phone call that customer experienced high blood glucose level. Customer blood glucose level was 476 mg/dl. Customer had kinked in his insulin tube so blood sugar was high and had largest ketone result. The device will not be returned for analysis.